Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the CPR meter icon did change to a hands off icon. The depth indicator was still visible on the mrx unit itself. No adverse pt impact was reported.